Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed. A field service engineer opened the back panel and found that the roll board cables for each drawer had receded and unplugged the station and left it powered off for 10 minutes and after 10 minutes, reconnected the power cable and securely reseated all cables for drawers .then fse retested the station in a hardware test application and both drawers 2.1 and 2.2 appeared correctly. All pockets were fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer when using the bd pyxis¿ medstation¿ es auxiliary tower, device not detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.